Manufacturer narrative:
Physio-control evaluated the customers device and verified the event code was logged in the device history. The device was archived by physio-control and the customer received a replacement device. Root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient involvement reported with the event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to fail to recognize a shockable rhythm.